Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 271 mg/dl. The customer thought that the infusion set site was the cause of the high bg. After receiving directions on how to change out the infusion set, the customer declined tandem technical support's offer to troubleshoot. The customer did not provide further information regarding the high bg event.